Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had physical damage, alarmed no delivery and motor error. The customer reported that the reservoir would not stay in place and the reservoir compartment was broken and fell off. The customer stated that this resulted in the insulin pump not being able to complete rewind. It was indicated that troubleshooting was being performed when the insulin pump received motor error. Troubleshooting for motor error was performed. The drive support cap appeared flushed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined to continue troubleshooting for the reservoir damage and no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify no delivery and motor error alarm due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected alarm error test, self-test, rewind test, prime test and excessive no delivery test. Motor passed motor test. Unit had severely scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube), cracked case at reservoir tube window corners, missing address/serial number label and missing end cap sticker.